Manufacturer narrative:
Medical device expiration date: unknown device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the collected sample experienced erroneous results. The following information was provided by the initial reporter: translated to english. The customer stated: high false results of k, after use. I have contacted the director of the laboratory and he confirms that he has some other cases of which he will give me the same information, although his concern is focused on being able to determine how much this tube 366468 can be giving altered false results of increase, since it could be giving results as "normal" (3.5) and could be pathological because it is actually lower (2.5) than reported.